Event description:
During an atrial flutter procedure, the advisor hd grid mapping catheter, appeared distorted on the ensite x mapping system. When the advisor hd grid mapping catheter was removed, the tip was noted to be fractured. The same advisor hd grid mapping catheter was used to complete the procedure. There were no adverse consequences to the patient.

Manufacturer narrative:
One bi-directional, curve d-f, sensor enabled, advisor hd grid mapping catheter was received for evaluation. The pellethane tubing on the paddle was degraded, brittle, and cracked, revealing the wires and nitinol frame below. Additionally, electrodes 1, 3, and 4 were displaced. The damage is consistent with the product being stored outside of the shelf box and exposed to fluorescent light. Advisor hd grid mapping catheter, sensor enabled instructions for use (IFU) states ¿the catheter packaging is designed to prevent crushing of the product, to minimize product exposure to the atmosphere, and to provide for aseptic product transfer. It is recommended that the product remain in the unopened package until time of use.¿ it also states, ¿the product should be stored in a cool, dry, and dark location.¿ the device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the paddle damage is consistent with not following the instructions for use.